Event description:
It was reported that during a normal device changeout procedure, it was found that the right atrial (ra) lead had an insulation issue proximal end, close to the header. Subsequently, this ra lead was surgically abandoned, and a new ra lead was implanted. No additional adverse patient effects were reported.